Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump communicated properly with the one touch ultra-link meter. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. The device had minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the customer was experiencing high blood glucose in the 400 mg/dl range. Customer was at this doctor's office on (B)(6) 2015 and since then he has been experiencing highs. Customer is not aware if the doctor made changes on the device. Customer has been experiencing high every other day and has been treating with manual injections. Current blood glucose was 457 mg/dl. Troubleshooting was finished as customer just stated he requested the device to be replaced. As the device sometimes delivered five to seven units of insulin and blood glucose is still high. Customer agreed to return the device for analysis.